Event description:
It was reported that the patient had syncope and visited the hospital and their lead was found to have high capture threshold. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.